Manufacturer narrative:
The physician stated it was unlikely that the pt upper respiratory infection was related to the system. However, in an abundance of caution, the co is submitting this MDR to ensure compliance with 21 cfr part 803.